Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Manufacturer narrative:
This ICD has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. It was observed in the past that the patient had received shocks but it was unknown if they were appropriate or not. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.